Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer received lower sensor scan results compared to readings obtained on a competitor brand device. As a result, the customer experienced symptoms of "shaky and limited speaking", was unable to self-treat, and required third-party treatment. A healthcare professional performed a blood sugar measurement, treated with insulin (type/dose unspecified) for a diagnosis of hyperglycemia, and replaced the device; results were not provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer received lower sensor scan results compared to readings obtained on a competitor brand device. As a result, the customer experienced symptoms of "shaky and limited speaking", was unable to self-treat, and required third-party treatment. A healthcare professional performed a blood sugar measurement, treated with insulin (type/dose unspecified) for a diagnosis of hyperglycemia, and replaced the device; results were not provided. There was no report of death or permanent injury associated with this event.